Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hyperglycemia due to a leakage event on (B)(6) 2025. The infusion set tubing was leaking at the insertion site. The infusion sets had been in use for one to two days. The patient's blood glucose level was elevated and was treated with a correction bolus via pump. The issue occurred with three infusion sets. No further information available.